Event description:
Pt requested that this institution retain her extracted breast implants (extracted 5/18/92) until she decided what she wanted to do with them. Yesterday, rptr was instructed by the pt to send them to a pathologist in another country. The pt said that she has been suffering with chronic fatigue syndrome, pvc, joint deterioration, and other debiliating conditions. For this reason rptr is reporting this at this time. Pt had the breast augmentation for cosmetic reasons 20 yr ago.